Event description:
(B)(4). My problems started a few months after receiving the device. Mild symptoms like sudden migraines and joint pain. This went on for a few years and continued to get worse. I went to numerous doctors who were unable to figure out the cause. Since then, I have gained more symptoms including, hair loss, leg swelling, chronic pelvic pain, constant menstruation, unexplained weight gain, dental problems, brain fog, and continued with the migraines and joint pain. I had to have an ablation done for he constant menstruation. I had been tested from everything from lyme disease to ms and still no answers. I had a hysterectomy on (B)(6) 2015 due to a new onset of endometriosis and adenomyosis along with multiple cysts. Since the surgery, my joint pain was gone immediately, I have not had one migraine, my brain fog is slowly going away, I'm losing weight, my leg swelling has subsided and my hair is growing back. My insurance covered both the implantation of essure and the hysterectomy.